Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left circumflex coronary artery that was 90% stenosed. The mini trek rx balloon was advanced to the lesion without issue. During the first inflation to 10 atmospheres, the balloon ruptured. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. A same size mini trek rx was used to continue the procedure. No additional information was provided.